Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the anterior descending coronary artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated at 12 atmospheres for about 10 seconds using a 10cc physiological saline/ 8cc contrast. However, the balloon did not deflate. The physician used a 20 ml luer lock syringe with suction stop. The balloon was removed from the patient's body still inflated and intact in about a minute. The patient did not present symptoms during the removal maneuver. The procedure was completed with a different device. No patient complications were reported.